Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was at football practice, the customer was tackled which shattered the pump touchscreen. Subsequently, the pump was no longer functional. The customer's blood glucose (bg) level was 140 mg/dl. Reportedly, the customer would use manual injections for alternate insulin therapy.